Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned the actual device for evaluation. A visual inspection was performed and the reported condition was confirmed. The tubing was observed to be separated from the y-site. A batch review was performed on the reported lot with no deviations found. A trend review was performed and found similar reports have been received for the reported problem. This condition was found to be a manufacturing defect and similar reports will be monitored to determine if further action is required.

Event description:
The customer reported to cardinal health, that "one of the arms of the y fell off and dropped to the floor" of a y-type tur bladder irrigation set. The disconnection occurred before patient use. The scrub was assembling the equipment, had the y tubing in his hand and the connection fell off and dropped to the floor. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation but has not yet been received. A follow up report will be submitted if additional information becomes available.